Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The identified "air-in-line" alarms were confirmed through the event history log review. The cause was undetermined. If any additional info is received a follow up will be sent. The ultrasonic sensor and ultrasonic pusher were replaced.

Event description:
On (B)(6) 2014. During evaluation for (B)(4) service evaluation identified 55 occurrences of "air-in-line" alarm. Evaluation also identified a problem with the ultrasonic sensor ((B)(4)), and ultrasonic pusher ((B)(4)). Any pt involvement, injury or medical intervention is unk since these items were found during evaluation of the device. Rss.